Event description:
A company representative reloaded the account's analyzer database, but in the process, programmed different measuring units for prolactin than the account was accustomed to using. The account did not different measuring units and and reported the results generated by the analyzer, but changed the units to their old measuring units when the results were reported to the physician. One patient received therapy based on the high results and complained of nausea and dizziness from the medication.